Event description:
The customer reports during a surgical procedure where an evis exera iii duodenovideoscope (with single use distal cover) was inserted into the patient's abdomen via laparoscopic trocar and the distal cover fell off of the distal end when the surgeon pulled the scope out. The distal cover was removed with an unspecified surgical instrument. There were no further consequences to the patient reported. Additional information was requested from the customer regarding the reported event, no additional information was provided. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.

Manufacturer narrative:
This event has been reported by the importer on MDR# 2951238-2022-00412. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 component and medical device problem code. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -when removing, the cover was caught on the tip of the trucker and came off. -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h6 and h10. The device was not returned to olympus for evaluation, so no physical examination could be performed. This investigation is based on information provided by the customer. The device history record (DHR) review for the suspect device could not performed since the serial number could not be provided by the customer. Olympus tried to replicate the reported event with a distal cover from a lot on hand. It was determined that the distal cover is not likely to come off when it has been properly attached to the scope. Instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. The definitive cause of the user's experience cannot be conclusively be determined. The following points were considered: cause analysis: in this case, a scope was inserted through a trocar and used for laparoscopic surgery. In addition, olympus requested the following additional information. The customer states additional information was not available. Whether or not anti-fog agent is used. Whether or not chemicals such as lubricants are used . Presence or absence of abnormalities in the distal cover before and after use. Since the actual product has not been returned, it has not been possible to identify whether the fallen cover was damaged. The following are presumed to be the cause of the distal cover falling off, but the exact cause could not be identified. When removing, the cover was caught on the tip of the trucker and came off. Chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.